Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to high threshold measurements, low amplitude measurements and impedance measurements on 1,200 ohms. All measurements were acceptable following the repositioning. During the procedure, a hematoma was drained. No additional adverse patient effects were reported.